Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative reported "steadily worsening pain", "moving more and more outwards", "significantly hardened", "severe capsular fibrosis can be assumed", "severe pain", "acute understandable fear for her health", "increased fear of cancer in connection with wearing the recalled implants", "migrated implant" and "depressive moods". This record is for the left side. Device remains implanted.